Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all criteria called for in the production router. Stock product results: the packaged stock product is not applicable for review since no defect nor was non-conformity observed from return product. Returned sample results: the customer returned an implant and a carrier but not in the original package. The part was visually inspected and verified to be an inclusive tapered implant 3.7 mmd x 13mml x 3.5mmp using the radiographic template. No defect was or non-conformity was observed. Root cause: although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that the inclusive tapered implant failed. The patient bone grade is noted as grade iii. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2017 for implant placement on tooth #7. On (B)(6) 2017 presented to the office with the implant having fallen out. It was at that time the provider replaced the implant with a larger diameter implant. Based on the dates, the device lacked primary stability.